Event description:
It was reported during primary surgery of left hip, while advancing the modular lag screw the t-handle loosen causing the interface between the lag screw and the t-handle to strip the lag screw at the interface.

Manufacturer narrative:
Evaluation summary: the reported event of the screw stripped for standard lag screw omega 100mm length could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. Play between ref# (B)(4) omega standard lag screw, 22mm thread length, 13mm thread diameter and ref# (B)(6) shell lag screw adapter is responsible for the plastic deformation of the lag screw at key way pins. " during the course of the operation, repeatedly check to ensure that the connection between the implant and the instrument, or between the instruments, required for precise positioning and fixing is secure. Implants which consist of several components must only be used in the prescribed combination (see operative technique manual)." (V15013 k non active implant IFU) to be able to assess the situation thoroughly articles are missing (ref# (B)(4) shell lag screw adapter, ref# (B)(4) screw lag screw adapter). However four failure mode hypotheses can be proposed (see below). "Potential failure modes identified regarding pi#(B)(4) (complaint) first failure mode hypothesis: ref# (B)(4) omega standard lag screw,22mm thread length, 13mm thread diameter and ref# (B)(4) shell lag screw adapter were not constrained correctly. The ref# (B)(4) screw lag screw adapter was not screwed tightly in the ref# (B)(4) omega standard lag screw. The result is play between the two devices which compromise the contact surface. If the surface of contact is not optimal the stress will dramatically increase. (B)(4). No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It was reported during primary surgery of left hip, while advancing the modular lag screw the t-handle loosen causing the interface between the lag screw and the t-handle to strip the lag screw at the interface.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.